Manufacturer narrative:
No device has been returned to date, however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the urology clinician at the user facility that the customer ¿oes elite¿ high-definition autoclavable telescope has a lens defect, ¿the lens is broken¿. The customer reported defect was found at preparation for use. The equipment was replaced. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The lens was cracked. In addition, the following non-reportable malfunction was found during the device evaluation. Outer tube was bent, fibers at distal end are broken, dents on eyepiece funnel and debris was noted in the eyepiece. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lens was damaged due to excessive force applied by the user. Olympus will continue to monitor field performance for this device.